Manufacturer narrative:
Additional information has been requested. Subject device was not explanted. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
Patient status post two level, l3, l5 synfix implantation returned to surgeon's office. An x-ray showed one screw was broken in each level at the interface of the implant. Surgeon noted patient was healed and no further surgery was required. This is two of two reports for this event.